Event description:
Pt presented for his routine hemodialysis treatment on (B)(6) 2025. Pretreatment vital signs were blood pressure 95/66, pulse 103, respirations 18, temperature 96.4. At 145 pm, treatment was initiated at a blood flow rate of 400 mis/ min. At 230 pm, the rn noted a pool of blood on the floor near the patient. Upon examination, it was discovered the venous (blue) hub of the central venous catheter had separated from the lumen. The hub remained attached to the blood line and the hemaclip was present on the line. The lumen was clamped. Normal saline and oxygen were given to the patient. The patient was taken to the hospital via ems. Upon presentation to the emergency department, the patient was in cardiac arrest. Hemoglobin drawn at the ed resulted at 3.6. Multiple interventions were attempted for the patient including intubation, acls medication administration, continued CPR and defibrillation, as well as the administration of blood products. Despite these interventions, spontaneous circulation could not be achieved and time of death was called at 343 pm.